Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 7.1 mmol/l. The patient was able to resume insulin treatment without needing to replace the cartridge. Technical support provided education on handling the pump to prevent future altitude alarms, suggesting the use of a protective case. The patient understood and acknowledged these tips.